Event description:
Customer reported that she received no delivery alarms during manual prime multiple times. Troubleshoot was not completed as the customer decided change the infusion set and stated she was successful in priming after that; the insulin pump did not alarm no delivery. Blood glucose value is 185 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.